Event description:
It was reported that the procedure was to treat an unspecified artery. During the procedure the indeflator was being used for inflation of a dilatation balloon; however, upon inflation the device cracked down the seam at the top, by the dial where the numbers illustrate the atmospheres of pressure, and lost pressure at 15 atmospheres. The site commented that this device issue has the potential to cause significant injury to the coronary artery. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned device analysis confirmed the reported handle separation. After re-attachment, the indeflator was pressurized with no leak noted. While a search of the lot history record indicated no related non-conformance records for this specific lot; based on an expanded related record review and investigation, a product issue related to indeflator handle breaks was identified. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions have been put in place to prevent further recurrence of this issue.